Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause is that the performance of a consumable deteriorated as the number of usages increase. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flush pump head malfunctioned. The issue occurred during a diagnostic procedure, which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flush pump head malfunctioned. The issue occurred during a diagnostic procedure, which was completed using the same set of equipment. There were no reports of patient harm.